Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Customer resumed insulin delivery to clear the alarm. There was no reported impact to customer's blood glucose. As occlusions occurred in the past and customer had since changed pump supplies, tandem technical support could not determine cause of occlusions.